Manufacturer narrative:
The reported event of backup operation was confirmed. Analysis of device image revealed the device went into backup mode due to a parity error. After the device was restored from backup mode, functional testing was performed. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and observed to be normal. The backup operation could not be reproduced and the cause of the reported event could not be determined.

Event description:
Prior the device implant procedure, the device was interrogated and was found to be in back up mode. Technical support was contacted but the cause of the event could not be confirmed. A new device was implanted to resolve the event. The patient experienced no consequences.